Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that several alarms have been received on her pump and were unable to be cleared. Customer also indicated that she was recently hospitalized with diabetic ketoacidosis and blood glucose of 91 mg/dl. Customer indicated that a new pump has already been ordered. No further information was provided.